Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.